Event description:
The customer stated that she was hospitalized due to high blood glucose. The customer stated that she had changed her infusion set just prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.